Manufacturer narrative:
Device was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump was not turn on. Customer stated that contacts on the battery cap are neither missing nor damaged. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.